Manufacturer narrative:
The ams 800 occlusive cuff was visually and microscopically examined. No leaks were found. The ams 800 control pump was visually and microscopically examined and functionally tested. No leak was found. The ams 800 balloon was visually and microscopically examined and functionally tested. No leaks were found. The balloon failed the pressure test at 56.6 cmh2o,for specifications between 61-70cmh2o. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling. System components pump model- 72400098. Lot sn- (B)(6). Mfg date- 03/25/2019. Exp date- 03/23/2024. Gtin- 00878953000688. Balloon model- 72400024. Lot sn- (B)(6). Mfg date- 03/13/2019. Exp date- 03/11/2024. Gtin- 00878953000626.

Event description:
It was reported that the patient experienced a removal of an artificial urinary sphincter(aus) device due to a scrotum and urethral infection. The patient had inflammation on the pump side and was given antibiotics. The patient reported that the pump and cuff had eroded due to inflammation. The physician is planning to reoperate after watching the condition of the patient.

Manufacturer narrative:
System components pump, model- 72400098, lot sn- (B)(4), mfg date- 03/25/2019, exp date- 03/23/2024, gtin- (B)(4). Balloon, model- 72400024, lot sn- (B)(4), mfg date- 03/13/2019, exp date- 03/11/2024, gtin- (B)(4).

Event description:
It was reported that the patient experienced a removal of an artificial urinary sphincter(aus) device due to a scrotum and urethral infection. The patient had inflammation on the pump side and was given antibiotics. The patient reported that the pump and cuff had eroded due to inflammation. The physician is planning to reoperate after watching the condition of the patient.

Event description:
It was reported that the patient experienced a removal of an artificial urinary sphincter(aus) device due to a scrotum and urethral infection. The patient had inflammation on the pump side and was given antibiotics. The patient reported that the pump and cuff had eroded due to inflammation. The physician is planning to reoperate after watching the condition of the patient.

Manufacturer narrative:
Additional information received that the patient visits the hospital every two weeks and has a prescription. The physician saw erosion and pump pus on the pump side and cuff side. System components. Pump: model- 72400098. Lot sn- (B)(4). Mfg date- 03/25/2019. Exp date- 03/23/2024. Gtin- (B)(4). Balloon: model- 72400024. Lot sn- (B)(4). Mfg date- 03/13/2019. Exp date- 03/11/2024. Gtin- (B)(4).